Event description:
According to the reporter, during a oncology procedure, the reload would not open. The device was not difficult to load or unload. The stapler did not fire. There was no patient involvement. The patient is doing well. Another device was used to resolve the issue.